Event description:
Philips received a complaint by the authorized service provider (asp) on the v60 indicating that a 110b "proximal pressure sensor autozero failed" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The authorized service provider (asp) evaluated the device and found that a 110b "proximal pressure sensor autozero failed" error occurred. The asp discovered that the gas delivery system (gds) was faulty, and after replacing the gds, the asp verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.